Manufacturer narrative:
(B)(4). Evaluation summary: the cartridge was received with the needle separated from the cartridge. Visual examination of the cartridge verified that the cage and cover were intact and properly assembled. After reloading the cartridge the returned needle, functional testing showed that the cartridge would load to a proxisure suturing device and the needle cycled properly through air and test media. Once reassembled, the cartridge met all functional requirements. No manufacturing defect was identified. The user likely applied sufficient load to the needle or suture to extract the needle from the cartridge. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is related to user facility medwatch #(B)(4).

Event description:
It was reported that the patient underwent a diaphragm plication on (B)(6) 2018 and a suturing device was used. An x-ray was performed to ensure the efficacy of the procedure. Upon examination of the x-ray result, it was determined that a suture needle from the device was left in the patient's diaphragm. The needle was removed from the patient without complication on (B)(6) 2018. No additional information was provided.